Event description:
It was reported that the insulin delivery stopped multiple times due to repeated occlusion and consecutive stalled motor alerts, with the user dismissing the alarms by resuming delivery without changing infusion supplies. Symptoms included potential interrupted insulin delivery consistent with occlusion and stalled motor events, though no clinical symptoms were reported. Outcomes included temporary interruption of therapy without reported medical intervention or hospitalization. Investigation included a review of device logs. Investigation of this case revealed six occlusion alerts and two consecutive stalled motor alerts, with repeated user resumes of delivery and no supply changes. It was concluded that therapy interruptions occurred due to device-detected occlusion and stalled motor conditions, with user action limited to resuming delivery rather than addressing the underlying cause.